Event description:
Caller alleged false negative hcg results for one pt. Results as follows: pt had a routine yearly physical and also got prescribed birth control. Pt went to ed the next day due to abdominal cramps. Prior to surgery being performed, a blood test was performed; quantitative result=30miu/ml. Customer could not provide details as to what type of surgery was performed. Urine sample was not first morning urine. Sample was freshly voided and visual inspection revealed nothing unusual. Last menstrual period: unk.

Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with cutoff hcg urine control (25miu/ml). All results were positive at read time. No false negatives were obtained. Customer's serum was quantified at 30 miu/ml. Usually urine hcg levels are approximately half of serum hcg levels. In this case, the urine hcg level may be lower than cut-off (25miu/ml), and which may lead to a negative result at 3 minutes. MFR batch record review did not uncover any abnormalities. Root cause could not be determined. Based on the info available, there is no indication of a product deficiency. Corrective action is not required at this time. This issue will be subject to tracking and trending.